Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements approximately two months post implant. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead was returned cut in two pieces with the helix extended. Resistance test were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray of the lead showed no lead fractures, however, the is-1 end noted that the inner coil was tangled and the helix was slightly stretched. Detailed analysis concluded that the damage was consistent with induced damage.

Event description:
Additional information was received that an x-ray was performed and noted no obvious changes in lead position, however, a microdislodgement was suspected.